Manufacturer narrative:
(B)(4). Per the instructions for use, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the cause of the central regurgitation is unknown. However, the native leaflets were reported as severely calcified which may have contributed to the central regurgitation. The central regurgitation was corrected with the placement of a second valve. Imaging was requested; however, was unavailable. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Method: no testing methods performed. Result: no results available since no evaluation performed. Conclusion: known inherent risk of procedure. Human factors.

Manufacturer narrative:
Investigation is ongoing.

Event description:
During a transfemoral procedure, the 26mm sapien valve was deployed in a 70:30 aortic/ventricular position, resulting in a significant central leak. An attempt was made to correct the central leak by using a pigtail catheter to free up the leaflet but the central leak was unchanged. It was decided to implant a second sapien 3 valve. The central leak was resolved. The native valve was moderately calcified, the native leaflets were severely calcified and the aortic root was mildly calcified. The coaxial alignment of the valve and delivery system during deployment was reported as good, as was the image intensifier angle.